Manufacturer narrative:
Isi received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Visual inspection identified damaged conductor wire insulation that exposed the internal wires. The compromise was located at the proximal clevis at the distal end. No missing material was noted. The instrument was tested and passed electrical continuity. This observation is indicative of a component failure. Additionally, as part of investigation, further inspection identified mechanical indentations on the distal clevis that appeared to be aligned with the insulation damage on the conductor wire. This observation was related to the primary finding. Root cause of the additional issue is typically attributed to mishandling and misuse. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the fenestrated bipolar forceps instrument lot# (B)(4) / sequence 042 associated with this event has been performed. Per logs, the instrument was last used for a procedure on (B)(6) 2021 on system (B)(4). The instrument had 1 remaining usable life with no subsequent use recorded after (B)(6) 2021. The customer reported that the event was identified during central processing on (B)(6) 2021, approximately a month after the last recorded usage. Image/video review was not performed as no image nor video was provided. The fenestrated bipolar forceps is a multiple-use electrosurgical endoscopic instrument with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). This complaint is assessed as an MDR reportable event based on the following conclusion. The complaint alleged that the fenestrated bipolar forceps instrument had conductor wire insulation damage with the internal conductor wire exposed, with no allegation of mishandling or misuse. Furthermore, failure analysis confirmed damaged conductor wire insulation that exposed the internal wires with a passed electrical continuity test, which could result in stray energy from an unintended location on the instrument to the patient's tissue. Although there was no patient injury reported, if this failure were to recur, it could result in an adverse event.

Event description:
It was reported that, during central processing, the customer conducted an inspection and found that the "cautery wire" of the fenestrated bipolar forceps (fbf) instrument had scratches and a part was "peeled off." There was no patient involvement. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information on 11-aug-2021 regarding the reported event: inspection during central processing confirmed a damaged conductor wire insulation that exposed the internal wires. There was no issue reported on the fbf instrument during the last procedure usage. The customer did not inspect the fbf after the last procedure. At this time it is unknown if the damage occurred during the last procedure or during central processing.